Manufacturer narrative:
The hydraulic fluid leak on the table is negligible. The table continues to function as intended.

Event description:
A hydraulic fluid leak was observed in the ort300 table. The leak is negligible. Or staff continues to use the table.

Manufacturer narrative:
The hydraulic fluid leak was caused by a ruptured hydraulic fluid line. The line was replaced and the table was tested to verify proper function. There were no reports of table drift or patient injury while the table exhibited hydraulic fluid leakage over the period of use.

Event description:
The customer had previously reported that the ort300 table was leaking hydraulic fluid and a medical device report was submitted on (B)(6) 2018. The table has continued to leak hydraulic fluid in spite of multiple attempts to change out hydraulic components and the customer has continued to use the table without consequence. On (B)(6) 2018, the customer stated that the table was exhibiting a significant hydraulic fluid leak. Our customer service engineer diagnosed the problem as a ruptured hydraulic line, replaced with new, and tested the table to verify proper function.